Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
Reference MDR #2242445-2011-00007 for the first event involving the same patient. It was reported that a declot procedure was being performed on a patient with a heavily clotted graft. A second kit was opened and they made about 10 passes when they discovered the orange inner lumen broke. As a result, a third regular kit (not over-the-wire) was opened to complete the procedure successfully. It was noted there were no sharp angles encountered. There was no delay in treatment, no patient death and no patient complications were reported. The patient was fine.